Manufacturer narrative:
(B)(4).

Event description:
Same case as:2134265-2015-07071 and 2134265-2015-07072. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the imaging catheter was not recognized. The ilab was then rebooted up and then the catheter was recognized. However, it was noted that the automatic pullback stopped during imaging. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the acq pc was received in good condition with no visible damage observed. However the mdu5-plus was received with a corroded pin on the catheter socket. The acq pc and mdu-5 plus passed basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as:2134265-2015-07071 and 2134265-2015-07072. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the imaging catheter was not recognized. The ilab was then rebooted up and then the catheter was recognized. However, it was noted that the automatic pullback stopped during imaging. No patient complications were reported.